Event description:
It was initially reported to boston scientific corporation that a wallstent biliary endoprosthesis was used during a biliary metal stenting procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the stent failed to deploy. The procedure was completed with another wallstent biliary endoprosthesis. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; detached t-bar connector.

Manufacturer narrative:
A visual examination of the returned device found that the outer sheath was retracted from the tip by approximately 63mm. Examination of the outer sheath of the device noted no issues. The t-bar connector had detached from the outer sheath. A functional check found that the outer sheath could be retracted by hand to deploy the stent, however, some resistance was noted. No issues were identified with the stent, the stent cup or the stent holder. Based on the results of the evaluation conducted and the details of the complaint, the most probable root cause is operational context due to anatomical/ procedural factors encountered during the procedure where the performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).